Manufacturer narrative:
G.4. Applicable 510k numbers are k182589; k980987, h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: it was reported, dark dirt (dark spots) on the inner surface of the syringe. After emptying the syringe, dirt remained on the inner surface. The inner surface was wiped with a cloth and the dirt remained on the cloth. In the attached picture, the syringe had already been wiped with a cloth and there were significantly more dots at first.